Manufacturer narrative:
A follow-up will be provided at an additional date as more information is made available.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 2 months post index procedure for an unknown reason. A re-intervention was performed where an additional iliac limb was placed, however, the reason for re-intervention not known. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported secondary procedure 2 months post implant. Clinical evaluation also found that at implant there was a persistent type 1b endoleak in the right common iliac artery (rcia). At two months post implant there was a type 2 endoleak in the inferior mesentric artery and type 1b endoleak in the rcia. At 17 months post implant the computerized tomography showed aneurysm sac growth and type1a endoleak. The most likely cause of the distal loss of seal was the off label iliac anatomy and the persistent endoleak at implant. The most likely cause of the proximal loss of seal could not be determined. Procedure related harms included type ii endoleaks from the inferior mesenteric and right hypogastric artery. The final patient disposition could not be ascertained due to the lack of medical information regarding the secondary repair procedure. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).